Event description:
The customer reported via the sales rep that a rod had fractured 14 months post-operatively and the pt consequently had to be revised.

Manufacturer narrative:
An add'l implant, xia rod dia. 6x480, cat# 03802480 with an unk lot was also returned with this compliant. Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering eval.